Event description:
During an arthroscopic hip procedure, the physician was utilizing a super turbovac 90. Reportedly, one of the electrodes at the distal end of the wand had fallen off into the pt. It is unk if the device fragment was retrieved. It is unk if the device fragment was retrieved. The procedure was completed and no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested, but not received.